Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On jan 15, 2009, the lay user/reporter, the pt's husband, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately erratic readings. On jan 22, 2009, the sr. Medical affairs specialist spoke with the reporter to obtain and verify info. The day prior to original date at 9:00 pm, the pt obtained the blood glucose reading of 266 mg/dl on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on her sliding scaled, the pt took humulin insulin four units and lantus insulin 38 units. This was the usual time the pt tests her blood glucose level and takes insulin, as it is two to three hours post-dinner. At 11:00 pm, the pt reportedly began to experience the symptoms of weakness and shaking. The patient's blood glucose level was tested to be 80 mg/dl. She was treated with orange juice and felt better afterwards. The pt did not seek any medical attention. The pt tests only once per day, 2-hour post-prandial, and adjusts the insulin doses based on meter readings and meals. The reporter claimed the pt had eaten her usual meals on the day of the event; however, she has been reducing her meal contents to lose weight. The reporter was unable to state what the pt's expected blood glucose readings are, but did state she has recently obtained readings of 380 mg/dl and 400 mg/dl. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's testing technique was correct and the meter was set to the correct unit of measure. The meter, test strips and control solution were replaced. The pt allegedly experienced symptoms suggestive of severe hypoglycemia following an insulin dose based on an elevated meter reading, and received treatment with food to resolve the symptoms. Therefore, this complaint is being reported.